Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the inserter was returned making confirmation of the reported suture breakage prohibitive. Visual assessment of the device shows the needle is bent at the spline handle. Due to this damage the device cannot be functionally tested. (B)(6).

Event description:
It was reported that during an arthroscopy, the thread broke when pulled to be tied. The implant was left in the patient but another device had to be used to end the intervention. No patient injury was reported.